Event description:
A consumer and a manufacturer representative reported that the patient had been in the hospital for a week prior to the report for "something different." The patient noted that the hospitalization was for their pain and liver problems due to their medications. The patient's medications were reduced while in the hospital. While they were in the hospital they reached out to a manufacturer representative to get an adjustment on their stimulator because they were overdue for their normal programming adjustment. At the time of the report the patient had not been able to meet with a manufacturer representative for adjustment. The patient was noted to be on bed rest for three weeks and a reprogramming appointment was going to be attempted at the doctor's office after the patient was off of bed rest. It was noted that the patient was getting therapy from their stimulation; they just wanted to further optimize it. The patient was implanted for spinal pain.

Event description:
The manufacturer representative (rep) saw the patient for reprogramming. The ins was checked and found to be fine upon interrogation. It was reported that the rep further optimized their therapy with reprogramming. No additional action was being taken or needed per the patient. It was reported that the hospital visit was unrelated to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.